Event description:
It was reported, that this lead was explanted. Approx.(B)(6) months after the implantation, due to an increased threshold. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. No trend data or iegms were available for analysis. The analysis of the provided x-ray movie showed the solia s60 with an extended fixation helix in the implanted state and during the extraction procedure it shows the bending of the fixation helix and a detachment of the insulation of the ring electrode. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.